Event description:
Boston scientific received information that thresholds on this right ventricular lead have continued to increase, possibly due to a micro dislodgement. A revision procedure will be scheduled. There were no patient symptoms and no adverse patient effects.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
A revision procedure was performed, the lead was successfully repositioned.